Event description:
Reference number (B)(4). Event occurred in spain. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, it was reported that patient faced that infusion set tube detachment. Location of detachment at site. Infusion sets had been used for 1 day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain.